Event description:
It was reported that high threshold and elective replacement indicator (eri) were observed. The device was replaced and returned.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.